Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 13, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site. This report is submitted on february 09, 2023.